Event description:
A malfunction alarm identified as code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if any further issues arose, which the customer understood and acknowledged.